Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer states that they finish the box of pen needles. Most likely underlying root cause: mlc-61 - improper use/mishandled by end user. Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the initial concern was resolved; customer states that he is not sure if he's using our products anymore. No symptoms or medical attention reported.

Event description:
Consumer reported pen needle complaint for inaccurate dispense/aspiration. Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer stated that many of the trueplus pen needles were not dispensing the insulin when the plunger was pressed. Customer did not have to seek medical attention at a previous time due to being unable to administer the insulin. Customer could not provide a lot number, stating that the box of pen needles is finished and there are no more left. Customer had a new box, lot number y58y1, that had not yet been used. Customer did not claim they were injured while using the product and did not have a negative reaction to the product. Customer did not claim they were stuck with the needle or that the needle was out of the protective cover. Customer did not have any concerns that the needle was bent or broken. Customer did not have any concerns that the pen needle does not align with compliable pen needle injector. Customer did not have any concerns that the products were discolored, or that appearance is not as designed.